Manufacturer narrative:
Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal from the proximal markerband. The balloon could not be full inflated due to the balloon pinhole. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that device failed to inflate and leak occurred. The target lesion was located in the arteriovenous fistula (avf). A 7.0mm x 40mm x 75cm athletis was advanced for dilation. During the procedure, it was noted that there was a contrast leakage and the balloon did not expand. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a pinhole.